Event description:
The complainant reported that several bloodlines failed during dialysis treatments due to the presence of microbubbles in the tubing, which prevented the return of the patient's blood. The complainant further noted that the affected lines appeared different in construction compared to prior versions and described some components as lower in quality. No patient complications were reported as a result of the event.

Manufacturer narrative:
The report has been identified as b. Braun medical international report number: (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
The report has been identified as b. Braun medical international report number (B)(4) four (4) unused samples were returned for evaluation. Through visual examination, no visual defects were identified. The sample was subjected to a leak test per specification with failing results. The sample is not within specification; the reported issue was observed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.